Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty closing the clip was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for the reported clip actuation issue. The reported difficulty grasping the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions. The investigation concluded that the reported difficulty grasping the leaflets appeared to be related to patient morphology/pathology (thick leaflets). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. Although the overall mitral regurgitation (mr) grade remained unchanged, the patient effects of worsening mr and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. (B)(4).

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed on the second clip delivery system ((B)(4)) for difficulty grasping the leaflets causing tissue damage, which is considered a serious injury. It was reported that the patient, with degenerative/mixed mitral regurgitation, underwent a procedure to treat mitral regurgitation. Pre-procedure mitral regurgitation (mr) grade was 4+. The first mitraclip ((B)(4)) was advanced. Some difficulty grasping was noted, due to the patient anatomy (thick leaflets); however, the clip was deployed and the mitral regurgitation was reduced to 3+. A second mitraclip ((B)(4)) was then advanced into the patient anatomy. More than 5 attempts were made to grasp the leaflet and the clip was repositioned. It was noted that the mr grade was back to 4+. Torn chords were noted. The clip was inverted and pulled out of the left ventricle. It was noted that the clip would not close. The lock lever was cycled and the clip was finally able to close. The cds was removed from the patient anatomy without difficulty. Upon removal, it was noted that there was blood in the cds handle. The procedure was aborted and the mitral regurgitation remained at 4+. The patient underwent mitral valve surgery on (B)(6) 2015 and is doing well. No additional information was provided.